Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, when the plunger was removed, no suture was present. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. The physician name was provided; however, it is not known if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions - a femoral angiogram was not performed. Per the instructions for use: perform a femoral angiogram to verify the location of the puncture site. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: it was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6f sheath after an interventional procedure. Reportedly, a cuff miss occurred. No femoral angiogram was performed. Manual arterial compression was applied to achieve hemostasis. The physician is reportedly trained in the use of the proglide device. No additional information was provided.